Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, upon the creation of jejunostomy, the staple line did not appear to form properly. Another device was used to resect the part of the staple line and complete the case. There was no patient injury.